Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with a 255cc mentor memorygel breast implant on the left breast, suffered left breast implant rupture, post-procedure. As a result, the patient underwent implant explantation and replacement with a 255cc mentor memorygel breast implant (catalog: 3507255mc lot: 9506819 sn: (B)(4)) on (B)(6) 2021.